Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the second through the fifth firing with blue reloads and buttressing that the staple lines were oozing and most of the staples were malformed. On the third and fourth firing the malformed staples were bad, and the surgeon needed to clip the staple line. Then the surgeon used two hemostatic agents. Surgicel was first attempted to stop the bleeding but was not successful. Vistaseal was then used and was successful at stopping the bleeding. There were no adverse consequences for the patient.